Event description:
It was reported that the patient presented for a procedure. It was noted that the right atrial lead exhibited high pacing impedance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported events of unspecified capture issue and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was stretched consistent with procedural damage and was clogged with blood/tissue as received. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. Helix mechanism test could not be performed due to as received stretched helix which is consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being stretched/clogged with blood/tissue and over torque of the inner coil at the connector region. During electrical testing the lead failed hi-pot test due to over torqued inner coil at the connector region which is consistent with procedural damage. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received noted that the right atrial lead exhibited unspecified capture and the helix failed to extend and retract.